Event description:
Rep reported that when the device was implanted on 8/15, csf leakage from site where stylet travels down catheter was noticed. Within a few hours of the leakage, the device was explanted and another implanted.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.